Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-02131. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400s (pc400s). It was noted that the patient anatomy was slightly tortuous and calcified. During the procedure, the physician placed a non-penumbra catheter in the left brachial artery, then advanced a lantern delivery microcatheter (lantern) coaxially toward the treatment site. The physician then successfully placed two pc400s in the target vessel. While attempting to advance a new pc400 through the microcatheter, the physician then was unable to advance the pc400 more than 4-5 cm out of its introducer sheath and into the lantern, and therefore the pc400 was re-sheathed. The physician attempted to advance the same pc400 again, however was unable to. The physician therefore removed the pc400 and lantern, and completed the procedure using a new lantern and new pc400s. There was no report of an adverse effect to the patient.